Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 13-oct-2023. The device evaluation was completed on 18-oct-2023. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the valve of the vizigo¿ has drawn air. Despite correct insertion of the dilator, the valve appeared to be leaking. It is unknown if the hemostatic valve dislodged inside nor outside the hub. The sheath was not being used on the patient. There is no photo available. For this reason, the vizigo¿ was exchanged for a new one and the procedure was successfully completed. There was no patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies in the device. An irrigation test was performed, and leakage was detected in the hub area. For this reason, a microscopic inspection was performed and it was found that the side port tube was partially detached; however, the presence of adhesive was observed. A manufacturing record evaluation (mre) was performed for the finished device 00002298 number, and no internal action related to the complaint was found during the review. The detachment found in the sideport tube could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 07-sep-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 00002298 number, and no internal action related to the complaint was found during the review. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
B3. Date of event: the event date is unknown. As a result, the 1st day of the year has been entered as the event date. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the valve of the vizigo¿ has drawn air. Despite correct insertion of the dilator, the valve appeared to be leaking. It is unknown if the hemostatic valve dislodged inside nor outside the hub. The sheath was not being used on the patient. There is no photo available. For this reason, the vizigo¿ was exchanged for a new one and the procedure was successfully completed. There was no patient consequence.